Event description:
It was reported that on (B)(6) 2021, the instrument broke inside the lag screw insertion. There was a surgical delay for about (2) hours. The implant and another instrument needed to be sterilized. The implant was removed and new implants were inserted with different instruments and surgery was completed successfully. The patient outcome is unknown. This report involves (1) dhs/dcs guide shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.